Event description:
Bard® lubricath® #16 5cc balloon lubricious coated foley catheter was placed, and balloon inflated with 10cc of sterile water (part of kit). During removal process, the total amount of fluid was unable to be removed from catheter inflatable balloon port site using syringe. Upon catheter removal, 1-2 cc observed/remained in balloon. Small amount of oozing of blood from catheter removal site/urethra opening.

Event description:
Bard® lubricath® #16 5cc balloon lubricious coated foley catheter was placed, and balloon inflated with 10cc of sterile water (part of kit). During removal process, the total amount of fluid was unable to be removed from catheter inflatable balloon port site using syringe. Upon catheter removal, 1-2 cc observed/remained in balloon. Small amount of oozing of blood from catheter removal site/urethra opening.